Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a frayed grip cable at the force amplification pulley. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observations not reported by site that are not related to the customer reported complaint: the instrument was found to have a broken main tube approximately 47.4mm from the distal tip. A piece measuring approximately 2.2mm x 6.1mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint regarding frayed wires on the tip was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, prograsp forceps instrument had frayed wires in the tip. The procedure was completed with no reported injury.